Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer 1.1 was failed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the mini drawer 1.1 was failed. A field service engineer (fse) performed an emergency release of tray 1.1 from the back of the station and cleared the jam caused by medication packaging extending over the tray. Fse confirmed tray was recovered, inventory completed, and no further errors observed. Fse found that issue was due to new packaging style; pharmacy confirmed tray was checked and no diagnostics performed due to password generation issues. Finally, issue was resolved. The system functioned as intended after the field service engineer repaired the device.